Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having nose bleeds. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the device has been evaluated and returned to manufacturer in section d9. Also it was marked as evaluated by manufacturer in section h3. After review, it was determined that all these were incorrectly selected since the device was not returned and evaluated by manufacturer.

Manufacturer narrative:
MDR 2518422-2022-39728 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-50509. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-50509 -2 has been filed for awareness about the duplicate report since a correction report MDR 2518422-2022-50509 -1 has been filed previously.